Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restart during sensor session occurred. It was determined that the patient experiencing a warm up restart was related to the mobile application the sensor was inserted into the abdomen on (B)(6) 2019. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.